Event description:
This complaint is in response to a survey. Patient is slightly dissatisfied with the male wicks. The wicks leak resulting in having to change bedding. Patient said the seal is not secure. Patient said it is slightly uncomfortable to remove the wick. Patient said there was a moderately negative impact on the amount of laundry needing to be done. Patient disagrees that the wicks are easy to remove. Patient strongly disagrees that the pw reduces nighttime fall risks and trips to the bathroom. Patient disagrees that the pw reduces the burden on patient and reduces the need for bedding changes. Patient strongly disagrees that the pw brings back normalcy and reduces odor when using pw. Patient disagrees that the pw reduces worry. No additional information provided. No medical intervention was reported. Per customer via email on 24mar2026 it was reported that thank you for reaching out. I had purchased a purwick machine for my husband as he has a spinal cord injury and is currently incontinent. Upon purchasing the purwick I noticed that there was not a strong suction so he actually had never used it. I had called and opened up a complaint, which feels like it was a while ago. At the time the person I spoke with connected me with someone that helped me to do some trouble shooting to test if it could suck up water from a cup etc. From then to now, a box was sent for me to send the purwick machine to someone, but I have no idea where it went or who to contact as far as getting it back. I later was told that the purewick machine is unable to be repaired and that person was unaware of where the purewick machine was at. I explained to them that someone sent a fedex box for me to send them the machine. Which I was under the impression that it would either be repaired or replaced by a new one. But I had not heard anything back until seeing your email today. Was there any medical intervention or patient impact was reported? No, this was a new machine for us and had not been used yet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This complaint is in response to a survey. Patient is slightly dissatisfied with the male wicks. The wicks leak resulting in having to change bedding. Patient said the seal is not secure. Patient said it is slightly uncomfortable to remove the wick. Patient said there was a moderately negative impact on the amount of laundry needing to be done. Patient disagrees that the wicks are easy to remove. Patient strongly disagrees that the pw reduces nighttime fall risks and trips to the bathroom. Patient disagrees that the pw reduces the burden on patient and reduces the need for bedding changes. Patient strongly disagrees that the pw brings back normalcy and reduces odor when using pw. Patient disagrees that the pw reduces worry. No additional information provided. No medical intervention was reported per customer via email on (B)(6) 2026 it was reported that thank you for reaching out. I had purchased a purwick machine for my husband as he has a spinal cord injury and is currently incontinent. Upon purchasing the purwick I noticed that there was not a strong suction so he actually had never used it. I had called and opened up a complaint, which feels like it was a while ago. At the time the person I spoke with connected me with someone that helped me to do some trouble shooting to test if it could suck up water from a cup etc. From then to now, a box was sent for me to send the purwick machine to someone, but I have no idea where it went or who to contact as far as getting it back. I later was told that the purewick machine is unable to be repaired and that person was unaware of where the purewick machine was at. I explained to them that someone sent a fedex box for me to send them the machine. Which I was undr the impression that it would either be repaired or replaced by a new one. But I had not heard anything back until seeing your email today. Was there any medical intervention or patient impact was reported? No, this was a new machine for us and had not been used yet.